Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a pump being used to deliver unknown medication at unknown dose/concentration for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pain pump expired and she was switching insurance. The patient needed to find a healthcare provider to replace the pump. Additional information was requested regarding what medication was in the pump at the time of the event, clarification of the allegation that the pump expired, that caused the event, what symptoms the patient experienced, the event date, and actions/interventions taken to address the issue. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer (con) on 2017-apr-27. It was reported that the hcp was an MRI safety technician whom was told by the patient that the pump "was not working" for the MRI. It was reported that the normal battery depletion/pump end of service occurred in (B)(6) 2016. No symptoms were reported.